Manufacturer narrative:
The rse evaluated the device remotely and determined that intermittent treatment implementation failed due to a defective capacitor. However, the customer refused to accept the service quotation and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a self-test fault.